Event description:
It was reported that the patient presented in clinic for a routine implant procedure. It was noted that the stylet did not fit in the lead's lumen and was twisted. The lead was not implanted but was replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of the "stylet could not be inserted "was not confirmed while the reported event of "a twisted stylet" was confirmed. A complete lead was returned in one piece with a twisted stylet attached to the lead which was easily removed. A test stylet was inserted through the proximal end of the lead all the way through with no restrictions noted. Visual inspection of the lead found that the stylet was twisted consistent with procedural damage. The cause of the reported event of ¿twisted stylet¿ was isolated to procedural damage.